Manufacturer narrative:
Product event summary - the full lead was returned and analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d334trg implantable cardioverter defibrillator: (B)(6) 2011; 7121 competitor implantable tachy lead: (B)(6) 2011; 1888 tc competitor implantable pacing lead: (B)(6) 2011. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead dislodged causing high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.